Manufacturer narrative:
A supplemental MDR is being submitted based on further clinical review of the event, and the investigation is addressed in a clinical closure. In addition, updated information that the patient expired. Update to b2 (outcome attributed to adverse event outcome attributed to adverse event), g3, and h6 (impact code), h11 to reflect investigation. Correction to h1 (type of reportable event). Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (patient anatomy) caused or contributed to this event. Multiple attempts have been made to obtain additional patient information has been unsuccessful. Findings indicate that patient-specific factors, specifically the patient's anatomy, likely caused or contributed to the event. The subsequent patient death reported was also attributed, per the available information, to the patient's anatomical considerations, rather than any malfunction of the edwards thv device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, the patient presented with severe aortic stenosis and extensive calcification, classified as high risk. Initial pre-dilation of the heavily calcified aortic annulus was performed using a 16 mm z-med balloon; however, the delivery system was unable to cross the valve and was subsequently removed. A second pre-dilation was performed using a 23 mm z-med balloon, allowing successful insertion and deployment of a 29 mm sapien 3 ultra resilia valve. Post-deployment, an effusion near the aortic valve and aortic dissection were noted. Hemodynamic stability was maintained, and surgical repair was initiated. The patient was alive at the end of the procedure. No device malfunction or product-related allegation was reported. The perceived root cause was attributed to patient anatomy. The perceived root cause was valve crossing was unsuccessful despite initial pre-dilation with z-med balloon.

Manufacturer narrative:
Update to a2 (age), b2 (outcome attributing to adverse event), b5 (describe event or problem), b7 ( other relevant history, including preexisting medical conditions), d1 (brand name), d4 (serial number, expiration date, and UDI#), h1 (type of reportable event), h2 (if follow up, what type), h4 (device manufacturer date), and h6 (component code, impact and clinical), h11 (provide narrative /data) based on received information. Additional information obtained through edwards field clinical specialist clarified that the dissection occurred during valve deployment. As such this event is now being reported against the 29mm sapien 3 ultra resilia valve. It was reported that the patient expired. Investigation of this event is ongoing pending engineering investigation.

Event description:
Updated information revealed that during valve deployment the injury occurred. The device was discarded at the hospital. There was no damage to any of the edwards devices.